Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: an exact date was not provided, but it was stated that the issue occurred between november 10 and november 21, 2018. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). Device evaluation: the preloaded delivery system, was received in its original packaging. The plunger was in advanced position and locked. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection under the microscope showed lubricant material residue in the device. The intraocular lens (iol) was stuck at the cartridge loading zone and overridden by the pushrod it. Due to the conditions in which the sample was received the reported issue could not be verified; however, the device was opened to verify the components condition. The threads of the injector were in good condition. Upper and lower body of the device were correctly engaged and in good condition. After removing the lens from the device, it was observed torn. The customer's reported complaint could not be verified. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after advancing the plunger of the preloaded delivery system, model pcb00, to the second stage, the pcb00 felt very heavy. Reportedly, the issue was observed during implantation and the lens touched the eye. Another lens was implanted instead. There was no patient injury nor incision enlargement. The lens was returned at the manufacturing site and it was observed torn. No additional information was provided.